Event description:
The technician alleged the head of the bed was raising on it's own. No patient impact.

Manufacturer narrative:
The technician replaced the left hand side rail power control board to resolve the issue.